Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced inaccurate cgm values, which caused their tandem insulin pump to deliver an automatic correction bolus that was not needed. This then led to the patient having a hypoglycemic seizure which resulted in an ER visit. There was no documentation provided on what medication or treatment the patient may have received. It was also not specified how long the patient was in the ER prior to being discharged. Attempts to reach the patient for further event clarification were unsuccessful. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.